Event description:
The recipient reportedly experienced a displaced magnet following an MRI. On (B)(6) 2019, the recipient underwent magnet replacement surgery. The magnet was received on (B)(6) 2019.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The magnet passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's activation reportedly went well. The recipient is presenting with soreness. The recipient is in the process of healing.